Event description:
One patient sample with discrepant results. Initial sodium result 115 mmol/l. Repeat with different instrument, 131 mmol/l. Initial calcium result 6.7 mg/dl. Repeat with different instrument, 7.7 mg/dl. Initial co2 result 13.6 mmol/l. Repeat with different instrument, result <5 mmol/l. Initial results were not reported. The user indicated this is a sample specific issue.